Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia to approximately 400 mg/dl after a recent supply change while using the ilet with a contact detach steel infusion set; the caregiver asked about cartridge fill volume and re-use, and was advised to perform a full supply change and not to reuse cartridges. Symptoms included elevated blood glucose without reported injury. Outcomes included self-management with troubleshooting and education, and blood glucose trended down after the full supply change. Investigation included review of reported blood glucose trends and user support to replace all infusion-related supplies. Investigation of this case revealed no confirmed device malfunction, with findings consistent with an infusion set or supply-related issue that resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.